Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the egm is showing noise on both the atrial and ventricular leads with small movements and coughing of the patient. Both leads remain in use. No patient complications have been reported as a result of this event.